Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a symptomatic patient experiencing muscle stimulation and fatigue presented to the clinic for follow up. Their pulse generator was found in backup vvi mode. The device was explanted and replaced.